Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen became cracked. Customer's blood glucose level was 211 mg/dl. Customer declined to receive a replacement pump at the time of the call.